Event description:
It was reported that telemetry with the device could not be established, there was no magnet response, and the patient was not pacing. During a device check in 2008, the projected remaining longevity was 3-4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the loss of telemetry and no magnet response. During further analysis, the telemetry failure and magnet test problems were no longer observed and the device was fully functional. The exact cause of the loss of telemetry and no magnet response could not be determined because the condition disappeared during analysis.